Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the health care provider (hcp) noticed fluid draining / possible infection from the patient's right implantable neurostimulator (ins) battery site so the patient's left ins was replaced, while the right implantable ins battery and extension were removed; the extension was cut right below the connector block. The rep confirmed that the right side lead is still implanted and there are plans to implant a new right ins and extension once the right side infection is healed. Both the ins pocket and extension incision were swabbed and sent to the lab, but the results were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.